Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint (B)(4).

Event description:
It was reported during a novasure endometrial ablation (B)(6) 2017 the patient experienced bradycardia; the patient's heart rate dropped to 20. The physician stopped the procedure and the anaesthetist administered atropine. The patient's heart returned to normal. The physician performed a hysteroscopy and noted the uterus was "well ablated". The procedure was completed and no other injury to the patient.